Manufacturer narrative:
Upon receipt by mentor, the device contained no fluid. Brown and white material were observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, product evaluation observed two creases on the posterior aspect. A rent measuring approximately 0.2 cm was discovered within a crease on the posterior aspect. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation concluded that the rent and creases occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the brown and white material observed. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation concluded that the rent and creases occurred sometime subsequent to the removal of the device from its protective packaging. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under inflation or over inflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 375cc saline breast prosthesis, cat. #3501660, serial #(B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 425cc saline breast prosthesis that deflated after implantation. The deflation was confirmed by the patient¿s doctor during a physical examination. As a result, the patient underwent explantation on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018, mentor received additional information regarding this event. The actual date of event was (B)(6) 2018. The patient underwent bilateral removal and replacement with mentor smooth round moderate profile 525cc saline implants, catalog # 3501685, s/ns (B)(4).